Event description:
The pump reportedly was found to consistently underdeliver during biomedical engineering testing. With an expected delivered volume of 20ml, the pump delivered 18ml. Device spec requires delivery accuracy to be +/-5%. This was an out box failure, the device had not been placed in pt use.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for plum xl products is approximately 0.00/million sets.